Event description:
It is reported that the devices were implanted in 2001. Patient consulted surgeon because of heavy pain during activity. It was discovered that the stem had broken. The devices are still implanted. Date of revision surgery is unknown.